Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The device had a battery depletion (bd) error code. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The device had a battery depletion (bd) error code. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The device had a battery depletion (bd) error code. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Device replacement was recommended. Subseuqently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. It is unknown at this time if this device will be returned to boston scientific for analysis.